Event description:
A consumer reported her "vision has been awful" and she has a membrane line film in her eyes following intraocular lens (iol) implant surgery. She reported her left eye is worse than her right and she has headaches from straining to see. She noted she sometimes feels off balance. She reported her surgeon told her "the lens is slightly off centered, but not enough to cause problems." She stated she went to a retinal specialist who told her there were "no issues". In a f/u phone call, the consumer reported her "doctor has seen something on her cornea, but is unsure". She stated she went for a second opinion and the doctor told her she should not have had this type of lens implanted. She stated the doctor recommended contact lenses and is sending her to another doctor. There are two medical device reports associated with this event. This report is for the fellow eye. At the consumer's request the surgeons were not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request the surgeons were not contacted. (B)(4).